Manufacturer narrative:
Device received: (B)(4) 2013. Drill passed the visual inspection, attachment inspection, direction <(>&<)> speed of rotation tests, and voltage checks in indexed positions. Drill failed the temperature test. The measured temperature rise during the evaluation was 37.7 degrees f; the criteria per the xpi states that the temperature rise must be less than or equal to 27 degrees f. The highest detected temperature during the evaluation was 114.4 degrees f. Conclusion: the "most likely" cause of this event cannot be determined.

Event description:
It was reported the handpiece was overheating/running hot/heating up. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product not returned for evaluation. Method - no testing methods performed.